Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker failed to interrogate due to loss of radio frequency telemetry. Software update was performed but was unsuccessful, hence an inductive monitor will be used for remote monitoring. The patient was stable.